Event description:
During the procedure, while advancing a presidio (pc4180830-30/j10409) in an unspecified microcatheter (progreat/terumo, type unknown), the physician experienced severe resistance around the middle section of the microcatheter. Then the presidio was safely removed from the patient and was replaced with a cashmere coil (crc140512-30/c15180). However, after that, same thing occurred using the replaced coil. Therefore both the cashmere and the microcatheter were safely removed as a unit from the patient. The procedure was continued using an unspecified competitor¿s coil (idc/boston scientific, size unknown) which could pass through the replaced microcatheter (brand name and type unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available. The procedure was coil embolisation of splenic artery aneurysm that was moderately tortuous but the level of calcification was unknown. The patient was a male of (B)(6). Dob and weight unknown. Access was obtained from femoral artery.

Manufacturer narrative:
The device is not available for evaluation. A review of the manufacturing documentation associated with cashmere 14 cerecyte microcoil 5 mm x 12 cm lot c15180 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information, it is that the reported vessel tortuosity and or the concomitant microcatheter may have contributed to the resistance encountered during insertion of the coils. However, without the return of the devices and concomitant microcatheter for analysis no conclusion can be made. With review of the device history records there is no indication of any manufacturing issues related to the event. Upon review of the original complaint the event did not meet criteria for medwatch reporting. The target vessel was a splenic artery and the alleged issue is not likely to cause a death or serious injury.

Manufacturer narrative:
Concomitant medical products: presidio coil (pc4180830-30/j10409), microcatheter (progreat/terumo, type unknown), competitor¿s coil (idc/boston scientific, size unknown), other microcatheter (brand name and type unknown).